Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) oversensed noise and the minute ventilation (mv) sensor on the right atrial (ra) channel. The device declared a signal artifact monitor (sam) episode, which disabled the minute ventilation (mv) sensor. It was noted that the ra lead was previously surgically abandoned, and the atrial port is plugged in the device. Technical services (ts) reviewed the episode and discussed that high impedance leads can cause artifacts on themselves, even though the port is plugged. Ts recommended programming the ra lead off and turning off all the daily measurements for the lead as well, to resolve the issue. This crt-p remains in service. No adverse patient effects were reported